Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The initial reporter phone: (B)(6). The initial reporter email was not provided. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization targeting an aneurysm at the bifurcation of the m2 branch of the middle cerebral artery, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l14217) was the fifth coil chosen. After priming, the coil became impeded in the coil introducer sheath when it was inserted into the sl-10® microcatheter (stryker). The coil was replaced with another 1.00mm x 4.00cm galaxy g3 mini coil followed by the implantation of a 1.00mm x 1.50cm galaxy g3 mini coil and the procedure was successfully completed without further issues or delay. It was confirmed that there was no kink nor bend in the concomitant devices used with the coil. Adequate and continuous flush as maintained through the microcatheter. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. The device underwent visual inspection. The hub was observed without any appearance of damage. The device positioning unit (dpu) was kinked at 0.5 cm from the proximal end. The marker band was found at 39.2 cm from the hub; this is within specification. The resheathing tool was observed in good condition. The coil introducer was zipped, has residues of dry blood on it but was without any damage. The device underwent microscopic inspection. The v-notch was in good condition. The resistance heating (rh) and articulation join were in good condition; the rh showed no evidence of being heated. The embolic coil was inspected through the introducer and was observed in stretched condition and has dry blood residues. Functional analysis was not performed due to the condition of the embolic coil being stretched and stuck in the introducer. A review of manufacturing documentation associated with this lot (l14217) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the coil was impeded in the coil introducer was confirmed based on the microscopic inspection performed on the returned device. The coil was inside the introducer in stretched condition and has residues of dry blood on it. The observed dry blood residues indicate that there was an issue with flushing; likely during the use of this coil, there was issue with adequate and continuous flush being maintained through the microcatheter. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during attempts to withdrawal the coil against resistance. The issue that was reported with the use of the 1.00mm x 4.00cm galaxy g3 mini coil was that the coil was impeded in the coil introducer, the stretched condition was not originally reported. It is possible that during attempt to insert the coil into the microcatheter while it was impeded in the introducer, the coil became stretched as it was being handled. The evidence of the dry blood residues also suggests that there was likely insufficient flush maintained when this coil was being used, which could have contributed to the coil becoming stretched. The exact cause of the coil becoming stretched cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the coil in the observed stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization targeting an aneurysm at the bifurcation of the m2 branch of the middle cerebral artery, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l14217) was the fifth coil chosen. After priming, the coil became impeded in the coil introducer sheath when it was inserted into the sl-10® microcatheter (stryker). The coil was replaced with another 1.00mm x 4.00cm galaxy g3 mini coil followed by the implantation of a 1.00mm x 1.50cm galaxy g3 mini coil and the procedure was successfully completed without further issues or delay. It was confirmed that there was no kink nor bend in the concomitant devices used with the coil. Adequate and continuous flush as maintained through the microcatheter. The product was returned for evaluation which revealed that the 1.00mm x 4.00cm galaxy g3 mini coil was in a stretched condition. Based on the product analysis completed on 6/7/2019, this event has been deemed MDR reportable as a ¿malfunction.¿

Event description:
The healthcare professional reported that during the coil embolization targeting an aneurysm at the bifurcation of the m2 branch of the middle cerebral artery, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l14217) was the fifth coil chosen. After priming, the coil became impeded in the coil introducer sheath when it was inserted into the sl-10® microcatheter (stryker). The coil was replaced with another 1.00mm x 4.00cm galaxy g3 mini coil followed by the implantation of a 1.00mm x 1.50cm galaxy g3 mini coil and the procedure was successfully completed without further issues or delay. It was confirmed that there was no kink nor bend in the concomitant devices used with the coil. Adequate and continuous flush as maintained through the microcatheter. The product was returned for evaluation which revealed that the 1.00mm x 4.00cm galaxy g3 mini coil was in a damaged condition. Based on the product analysis completed on 6/7/2019, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to update the event description and correct the device codes in h.6. The FDA device code 1601 was corrected to 2976. [Conclusion]: the healthcare professional reported that during the coil embolization targeting an aneurysm at the bifurcation of the m2 branch of the middle cerebral artery, the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l14217) was the fifth coil chosen. After priming, the coil became impeded in the coil introducer sheath when it was inserted into the sl-10® microcatheter (stryker). The coil was replaced with another 1.00mm x 4.00cm galaxy g3 mini coil followed by the implantation of a 1.00mm x 1.50cm galaxy g3 mini coil and the procedure was successfully completed without further issues or delay. It was confirmed that there was no kink nor bend in the concomitant devices used with the coil. Adequate and continuous flush as maintained through the microcatheter. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. The device underwent visual inspection. The hub was observed without any appearance of damage. The device positioning unit (dpu) was kinked at 0.5 cm from the proximal end. The marker band was found at 39.2 cm from the hub; this is within specification. The resheathing tool was observed in good condition. The coil introducer was zipped, has residues of dry blood on it but was without any damage. The device underwent microscopic inspection. The v-notch was in good condition. The resistance heating (rh) and articulation join were in good condition; the rh showed no evidence of being heated. The embolic coil was inspected through the introducer and was observed in damaged condition and has dry blood residues. Functional analysis was not performed due to the condition of the embolic coil being damaged and stuck in the introducer. A review of manufacturing documentation associated with this lot (l14217) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the coil was impeded in the coil introducer was confirmed based on the microscopic inspection performed on the returned device. The coil was inside the introducer in stretched condition and has residues of dry blood on it. The observed dry blood residues indicate that there was an issue with flushing; likely during the use of this coil, there was issue with adequate and continuous flush being maintained through the microcatheter. Coil damaged is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as coil damage from occurring. The coil can become damaged during attempts to withdrawal it against resistance. The issue that was reported with the use of the 1.00mm x 4.00cm galaxy g3 mini coil was that the coil was impeded in the coil introducer, the damaged condition was not originally reported. It is possible that during attempt to insert the coil into the microcatheter while it was impeded in the introducer, the coil became damaged as it was being handled. The evidence of the dry blood residues also suggests that there was likely insufficient flush maintained when this coil was being used, which could have contributed to the coil becoming damaged. The exact cause of the coil damaged condition cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the coil in the observed damaged condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.